Event description:
They implanted the spva-2010 on (B) (6) 2009. They tried to change the pressure settings the next day but could not. On (B) (6), they tried again, but could not. They suspected that the pak-2 was faulty, but it worked on a valve implanted in another pt. They later managed to change the pressure to 200 mmh2o the next month. However, as the pt suffered from overdrainage, they replaced the valve with another company's. They want to know why they could not change the pressure smoothly and if the self-locking system really works.

Manufacturer narrative:
The incident has been reported to MFR on 03/01/2010. Results of analysis will be developed in a f/u report.